Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke is a known and anticipated complications to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
It was reported that approximately seven months after the index procedure; the patient underwent a second coil embolization to treat the aneurysm recanalization. Three and a half months later, the patient developed an ischemic cerebrovascular accident (cva). The reported aneurysm regrowth and stroke are not related to the subject implanted stent.

Manufacturer narrative:
The device remained implanted.

Event description:
It was reported that approximately seven months after the index procedure; the patient underwent a second coil embolization to treat the aneurysm recanalization. Three and a half months later, the patient developed an ischemic cerebrovascular accident (cva). The relationship between the aneurysm regrowth, cva and the implanted stent is unknown.

Event description:
It was reported that approximately seven months after the index procedure; the patient underwent a second coil embolization to treat the aneurysm recanalization. Three and a half months later, the patient developed an ischemic cerebrovascular accident (cva). The relationship between the aneurysm regrowth, cva and the implanted stent is unknown.

Manufacturer narrative:
Received additional information stating that the reported aneurysm regrowth and stroke are not related to the subject device used in the procedure. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.